Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. The patient reported the device has not worked since the beginning (implanted on (B)(6) 2014). The patient has constant leakage and said it only worked 20% of the time. She went to the urologist on (B)(6) 2016 and had them shut it off and turned in her patient programmer. However, the patient now wants to give it a second try. She noted the device was not user friendly and always went to the doctor's office for adjustments. The patient wasn't sure which programs she had tried. The patient has another appointment scheduled and is going to try and get her programmer back and find out more about the settings she's tried and what she should be on.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.